Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a large meal, with a highest blood glucose of 320 mg/dl for approximately 2 hours; the user checked the infusion set and tubing for leaks and proper priming, and no back-up therapy was used. Symptoms included elevated blood glucose without reported hypoglycemia, ketosis, or need for medical intervention. Outcomes included temporary elevation in blood glucose with continued monitoring and no hospitalization. Investigation included telephone troubleshooting and user education regarding meal impact and device algorithm function. Investigation of this case revealed no device malfunction identified during checks of the infusion site and tubing, and the event was consistent with high carbohydrate intake. It was concluded that the device operated as intended and that the hyperglycemia was attributable to meal-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.